Event description:
It was reported that the patient presented into the clinic after receiving a patient alert for high, out of range high voltage lead impedance. The high measurement could not be reproduced. Recommended programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.